Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two spyscope ds ii access and delivery catheters and a spyglass digital controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first attempted spyscope ds ii lost signal after 15 minutes of use with electrohydraulic lithotripsy (ehl). A second spyscope ds ii was attempted after the first, but the situation experienced with the first spyscope ds ii was recurrent. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.